Event description:
Hip replacement surgery with depuy mom pinnacle right on above date. Continued pain, difficulty walking with clicking, squealing, popping. Heavy metal screening of the blood done in 2012. Abnormally high levels of cobalt and chromium. Revision surgery done in 2012 with removal of the ball with replacement of ceramic. The socket was lined with heavy duty plastic and left in place. Muscle damage surrounding the prosthetic left me with weakness and continued pain. Sudden pain developed in (B)(6) 2016. MRI showed fractured screws in the socket and rubbing it on the pelvis. Second revision surgery done (B)(6) 2016 with removal of the socket, ceramic socket replaced and bone graft on the pelvis. One broken off screw still in pelvis. Continued chronic pain, gait disturbance and inability to walk up stairs and do other movements due to the muscle damage. I¿m also at an increased risk of a hip dislocation.